Event description:
It was reported "rusch '7.0 endotracheal tube inserted without issue, unable to ventilate mechanically or manually. High pressure alarms present." The patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). A sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was returned for evaluation. Visual inspection was performed on the returned actual complaint sample. No other abnormality found for sample. Functional inspection was performed. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. The endotest was able to maintain its pressure at 25mbar. Further inspection carried out by inserting the whole tube inside water for leak test. From the testing, there is no bubble flowing out from the tube which indicates no leaking found. Based on the investigation conducted, the complaint on issue unable to ventilate mechanically or manually could not be confirmed. A device history record review was performed, and no relevant findings were identified. Based on investigation and testing conducted, no defect observed from the sample returned. There were no bubbles flowing out from cuff, side arm and pilot balloon which indicates no leakage on the product. The returned complaint device meets manufacturing release specifications. The complaint is not confirmed, and the root cause was not determined." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "rusch '7.0 endotracheal tube inserted without issue, unable to ventilate mechanically or manually. High pressure alarms present." The patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "fine".